Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken consignment instruments, did not happen intraoperatively, cracked instruments. It was reported that the front of the shim is cracked. This is the only information provided. It did not break into two pieces.